Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Further investigation is being conducted and the information will be included in the final report.

Manufacturer narrative:
Our engineers have evaluated the returned device. Their investigation showed following: the medical device was received inside a sheath, which was not evaluated, since it is not a gore product. The deployment knob was pulled approximately 15.5 cm from the hub. The deployment line was not freely movable in the dual lumen. The distal shaft was exposed 3.1 cm proximally, with displacement of the endoprosthesis over the end of the catheter distally. Approximately 5.3 cm of the distal endoprosthesis was expanded. The zipper could be deployed further during the evaluation. Based on the device examination performed, no manufacturing anomalies were identified.

Event description:
The patient presented with an aneurysm in the left popliteal artery. A gore® viabahn® endoprosthesis was introduced through a 6fr introducer sheath from terumo over a 0.035 guidewire where an antegrade approach was used. It was reported to gore, that when medical device deployment was initiated, the catheter curved due to deployment line tension and moved proximal into the aneurysm sack. There was a partial deployment on the distal part of the endoprosthesis observed. The decision was made to remove the device together with the introducer sheath in tandem where the physician cut down the used approach a little bit. The treatment was finished implanting another gore® viabahn® endoprosthesis. The patient is doing well.